Manufacturer narrative:
(B)(4). Evaluation method: lens work order search, lens evaluation results: a lens work order search revealed there was one similar complaint within the work order. Visual inspection of the returned product found piece of the lens optic and one loop haptic are torn off and missing. There was evidence of dry clear surgical residue on the product. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a +20.00 diopter silicone three piece lens into the patient's left eye. The lens loop haptic tore during insertion into the eye. The lens was removed and replaced with another lens, same model and diopter size. There was no patient injury. This lens was one of two lenses used on the same patient and same eye. Cause of torn haptic is unknown. See MFR. #2023826-2016-00281 for second lens. This is not a piggyback.

Manufacturer narrative:
Two lenses were used, a primary lens and a backup lens. The primary lens was inserted, torn haptic and removed, the backup lens was inserted, tore haptic and removed. They did not have more of the same model and diopter size lens, so no other lens was implanted at this time.(B)(4).